Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported late as a result of a re-evaluation.

Event description:
Eye spear frayed at the tip and the tip crumbles when they go to use it.